Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
Related manufacturer reference number: 2017865-2021-38679 and 2017865-2021-38682. It was reported that the patient's pacemaker system had an unspecified infection. The pacemaker system was removed. The patient was stable.